Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that shortly after charging the pump, the pump was noted to be unresponsive. The customer's blood glucose level ranged from 200 to 210 mg/dl. Reportedly, the pump turned on after connecting the pump to a power source. The customer has insulin pens available as alternate insulin therapy.